Manufacturer narrative:
Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that a patient underwent hip replacement procedure on (B)(6) 2017 and barbed suture was used. The needle pulled off during use and the detached piece was retrieved from patient. The procedure was completed with like device. There was no adverse consequence to the patient.

Manufacturer narrative:
The actual device involved in this event was returned for evaluation. The visual inspection of the used needle found the swage and attachment area of the sample was as expected; the hole of the needle was examined under magnification for suture remnant and none was noted. Additionally, there are several marks on the body of the needle appears to be by use of a surgical instrument. The suture piece was examined for visual inspection and it was observed body fluids also some barbs present damaged. It was observed that there isn¿t sufficient impression at the swage on the suture end, resulting in the needle pull off. In addition, the other end was damaged (cut) appears to be by use of the surgical instrument. Per the sample condition, the assignable cause of the performance - pull off suture needle is a light swage this defect is caused when does not tightens the press correctly and the swage area be weak on the needle/suture.

Manufacturer narrative:
The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.